Event description:
It was reported that the patient was seen at the implant center for device evaluation. The parents stated that the patient's external headpiece came off and when pt put it back on the head, there was no lock. Testing conducted at the implant center confirmed that the device was no longer functioning. The patient's device was explanted.